Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that a.t.s. 1200 second cuff was leaking. The customer returned an a.t.s. 1200 tourniquet device, serial number cj040312, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 1200 tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the a.t.s. 1200 tourniquet was not performed by zimmer biomet surgical since the device was not returned for repair. The reported event ¿that a.t.s. 1200 second cuff was leaking¿ was non-verifiable since the device was not returned for evaluation or repair. The reported event was non-verifiable since the device was not returned for evaluation or repair; hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product's second cuff was leaking. No patient involvement. No adverse events have been reported as a result of the malfunction.